Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2019 product type catheter product ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type catheter . Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-may-2021, UDI#: (B)(4); product ID: 8784, sing this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This erial/lot #: (B)(4), ubd: 10-jul-2021, UDI#: (B)(4). Medtronic is submittreport is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 20mg/ml at 9 .8mg/day via an implantable pump. It was reported the patient had complaints of increased pain. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. A new catheter was implanted on (B)(6) 2022 after previous dye study could not be performed at the physician¿s office due to unable to aspirate csf (cerebral spinal fluid). The pump pocket was opened and the physician was able to get very minimal fluid from cap (catheter access port). Dye was injected but could not see it going into intrathecal space. They were unable to see where dye was going. The physician thought ¿catheter may be pulled out of space.¿ they were unable to verify since the ascenda catheter is not radiopaque. The old catheter was left implanted and new catheter implanted with good csf flow. The issue was resolved at the time of the report and it was noted the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.